Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the screen on the dexcom system was not working and was not receiving readings. No medical intervention was reported. Additional event or patient information is not available.